Event description:
(Report 3 of 3) it was reported during surgery, two 1.5mm hex driver tip, locking groove (part numbers 80-0728, batch numbers 588086 and 600482) broke when inserting the screws. A 1.5mm cannulated driver (part number 80-0758) was used for the final tightening. The surgery was completed after a 10-minute delay. No other adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00483 - 3025141-2024-00485.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.